Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding the patient previously receiving intrathecal hydromorphone 0.480 mg/day and bupivacaine 0.768 mg/day and currently receiving saline via an implantable pump. It was reported by the patient they had no pain relief. The pain was constant. The pain was described as sharp. The following activities made the pain better: heat and pain medications. It was reported that they had explant for a stoma placement where the pump was. Environmental/external/patient factors that may have led or contributed to the issue were revisions and failed catheter dye study (cds). Actions/interventions taken to resolve the issue included system explant and the issue resolved at the time of this report.